Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed has 37c simulation key connected and it was reading 37c on the screen. However, they were getting an alarm 14 (probe out of range) when attempting to start therapy in an arctic sun device.

Event description:
It was reported that the biomed has 37c simulation key connected and it was reading 37c on the screen. However, they were getting an alarm 14 (probe out of range) when attempting to start therapy in an arctic sun device. Per follow up information received via task on 08aug2025, it was reported that the temperature probe had to be replaced, and the issue has been resolved. The device was working and has been returned to service.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed has 37c simulation key connected and it was reading 37c on the screen. However, they were getting an alarm 14 (probe out of range) when attempting to start therapy in an arctic sun device. Per follow up information received via task on 08aug2025, it was reported that the temperature probe had to be replaced, and the issue has been resolved. The device was working and has been returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.